Event description:
It was reported that this left ventricular (lv) lead showed high pacing thresholds, higher than programmed output. The clinic was going to be contacted for more details. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).